Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set detached at the quick release while sleeping and this issue occurred the night before this report. The site was at the lower back and the pump was in his pocket. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.